Event description:
It was reported that the chemotherapy pump was placed at 14:45 on (B)(6) 2024 and at 10:00 on (B)(6) 2024 the pump was beeping. Per reporter, the pump was turned off for 30 minutes. Per reporter, the reservoir volume at 6.9 ml, but the cadd bag looked completely infused, and only the line looked like it might have any volume left. The pump was restarted with no further alarms and finished. The continuous infusion rate was 2.5 ml/hr. The total reservoir volume was 115 ml (at the time of the pharmacy assessment/when the error occurred, 6.9 ml was left). Given was 108.1 ml. The air detector was off, the upstream sensor was on, the length of infusion was 41.25 hrs, and the lock level was ll2. A closed system transfer device (cstd) was used to fill the cassette. The pump was not used to prime the extension tubing as it was done manually. The event occurred at the patient¿s home. No patient harm/adverse event reported.

Manufacturer narrative:
(B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.